Event description:
It is reported that part of the impactor broke off. It as not noticed until the next case. The piece could not be found. The surgeon ordered x-rays on his previous patient. There appears to be a foreign object behind the tibia component.

Manufacturer narrative:
Evaluation summary: the knurled section of the impactor sleeve shows heavy impact marks on the anterior side. It is possible that the device experienced extremely high impact load and was impacted off-center or at an angle causing additional bending moment and the jaws fractured due to overload. To address the issue of jaw fracture, a field communication was released in 2008, for proper extraction technique of the broach impactor. Evaluation: as returned, the broach impactor has one of the tabs of the rod shaft fractured off the device. The fractured piece was not returned with the complaint for evaluation and appears to remain in the patient per x-rays. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis / energy dispersive spectroscopy analysis.